Manufacturer narrative:
Per field service representative (fsr), the issue was found as he was doing repair on a unit. The charge rate would always show zero and never went to one. He installed a new power manager. The unit operated to the manufacturer's specifications. The suspect device was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a non-clinical activity, the power manager would not go into fast charge mode. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) stated that the complaint was not a failure. It is a design of the power manager board. In this minimum configuration, the base/central control monitor (ccm) will typically draw >2 amps of current. If the system does not at least draw 1.75 amps, it will send the log the over voltage code 13 fault and store the measured current draw value. The system will also display ¿batteries cannot be charged-full backup may not be available¿. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.